Event description:
Customer stated, "pt. Status the IV 3000dressing at times does not stick to site. Pt. States she has used this type of dressing for years and never had a problem with not sticking to skin at site. Pt. States in shower, it shrinks and will not hold. Pt. Will send one dressing back from box lot #0744, exp, 2010-10.

Manufacturer narrative:
Samples have been forwarded to another country's manufacturing site for evaluation. Investigation results will be submitted in a supplement report.